Manufacturer narrative:
H3 other text : device evaluated by third party

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device was beeping error service required. There was no allegation of serious or permanent harm or injury. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The unit was scrapped.